Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the distal end cover was installed on the jf-260v by mistake and fell off in the body at the time of removal. At this time maj-311 has been confirmed to leave remains in the colon waiting for the patient to release the product through defecation. There were no reports of patient harm. The issue occurred during an unknown diagnostic procedure that was completed with the same device.

Manufacturer narrative:
Updated fields: d8, d10, h2, h4, h6, and h11. This supplemental report is being submitted to provide the results of the final investigation. The device was not returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.